Event description:
The customer reported the visera elite ii video system center display an e228 error. The tip of the scope was wiped off and the unit was restarted; however, the issue persisted. After a while, the error disappeared and the procedure was continued. The event occurred during a therapeutic low anterior resection operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.